Event description:
On 4/16/96, arrived to find a 43 year old female in cardiac arrest. Crew hooked up unit and got a "service manditory" prompt. They popped battery out and put it back in and unit stayed in "service manditory" mode. When chief attempted to download mcm, they got "error 5 not a co device report". Paramedics arrived on scene and took over pt care. They were able to deliver a few shocks but pt condition stayed the same. The paramedics transported the pt to a hosp where she was pronounced.